Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges chronic headaches, deteriorating teeth, dry mouth, dizziness, eye pain, irritation, nasal/throat irritation or soreness. Additionally, there is an allegation of issues with mask fit and stability and device will not turn on/device not functioning. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.